Event description:
A malfunction was reported involving a pump with malf 16 code. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method for insulin therapy.